Event description:
It was reported that the pt was admitted to the hosp with a temperature and unsteadiness. Pt was not well for 4 days preceding admission. The pt was treated as suspected pneumococcal meningitis; cefotaxime was administered intravenously. A CT scan revealed no abscess or collection. No lumbar puncture was done at that time. A blood culture confirmed strep pneumonia. The pt recovered and was discharged from the hosp on 04/1998. The device remains implanted.